Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, after the procedure, the endoscope was found to be blocked with a sponge from a locking device while cleaning the scope. There were no patient complications as a result of this event.

Manufacturer narrative:
Reported event of sponge detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.